Event description:
Healthcare professional reported "prosthesis ruptured" and "capsular contracture" baker grade unknown against left side device. Healthcare professional reported "left membrane resection" was performed to treat the recurrence of capsular contracture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prosthesis ruptured" and "capsular contracture" baker grade unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening curved on posterior and biological tissue in the gel. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "prosthesis ruptured" and "capsular contracture" baker grade unknown against left side device. Healthcare professional reported "left membrane resection" was performed to treat the recurrence of capsular contracture. Device has been explanted.